Event description:
Films were reviewed as follows: angio images at the 9 month follow-up show that the contralateral limb is occluded up to the flow divider. Both iliac limbs were also noted to be slightly compressed (likely within the distal aorta) and each limb was angulated laterally within the iliac arteries. The ipsilateral limb was patent. Angio images 9 months post implant show that the contralateral limb is now patent (assumed following thombolysis). A luminex 12 x 80 stent was then placed within both limbs (across the distal aorta), and ballooned with a 10mm balloon. Completion angio showed no occlusion within the stent graft, or any obvious stent graft issues.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm diameter x 9.5 cm length abdominal aortic aneurysm approximately 17 months ago. The aortic neck diameter was 24-30mm; non-aneurysmal aortic neck is 25mm; right iliac was 18mm with length of 23mm; right iliac diameter was 12-11-11mm; right femoral diameter was 11mm; left iliac diameter was 13-11-9mm; left femoral diameter was 10mm. The iliac arteries were mildly tortuous. Circumferential aortic mural thrombosis/calcification at the proximal neck was 20 percent. At one month follow-up, an angiogram showed the maximum aneurysm diameter was 54mm. Nine months post implant, the patient had thrombosis of the left iliac artery. The patient was treated three days later with thrombolysis and bilateral sent implantation in the proximal common iliac arteries and resolved the thrombosis. The patient recovered. The investigator assessed the thrombosis was device and procedure related. At the one year follow-up, the maximum aneurysm diameter was 55mm. The investigator stated that the mi was not device or procedure related.

Manufacturer narrative:
Results: inherent risk of procedure (myocardial infarction, thrombosis). Patient's condition affected effectiveness of device (myocardial infarction). Conclusions: device failure/lack of effectiveness related to patient condition (myocardial infarction).

Manufacturer narrative:
(B)(4)